Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) ranging from 46 mg/dl to approximately 50 mg/dl. Reportedly, the pump settings need to be adjusted. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.